Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device did not meet its expected longevity. The device was replaced. It was also reported that there appears to be noise on the atrial lead. The lead remains in use. No patient complications were reported as a result of this event.